Manufacturer narrative:
Additional information was received and is noted. No further changes needed.

Event description:
Additional information received reported that it was not determined what caused the hole that was discovered. Healthcare provider (hcp) stated it was possible the catheter was hit by a needle when closing the wound, but that was purely speculative. No further information was given.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen 500mcg/ml at 27.5mcg/day via an implanted pump. Past medical history included leukodystrophy. Indication for use was noted as intractable spasticity and other spasticity. It was reported that the patient had a collection of fluid under their spinal incision which was identified by their neurologist at an appointment on (B)(6) 2016. The patient was referred to a neurosurgeon who reported using a compression dressing. The patient was taken to the operating room (or) on (B)(6) 2016. When the spinal incision was opened, a cerebral spinal fluid (csf) leak was identified. The surgeon used a purse string suture to repair the leak. On (B)(6) 2016, the manufacturer representative learned from the physician that the swelling persisted even after the purse string. The surgeon took the patient back to the operating room approximately two weeks later. The physician found a small pin hole adjacent to the connector in the back. He cut out the damaged section of the catheter and reconnected the pieces. The patient was seen on (B)(6) 2016 by the neurologist. The patient was quite spastic in their legs and continued to have post-operative sutures and some swelling at the lumbar incision site. No dose adjustments were made, as the physician was waiting for the back incision to heal and for the patient to complete post-operative course of antibiotics. The dose remained at 27.9mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.